Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open and appearing as a hole closer to the right side of her back. The patient reported the open area was oozing yellow stuff and became infected. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The patient was prescribed a moisture barrier cream from the hospital and removed the device. The patient reported the irritation improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open and appearing as a hole closer to the right side of her back. The patient reported the open area was oozing yellow stuff and became infected. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The patient was prescribed a moisture barrier cream from the hospital and removed the device. The patient reported the irritation improved.